Manufacturer narrative:
This report is for an unknown guide sleeve/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an unknown procedure, the aiming arm for the expert tibial nail was damaged and unable to fit the outer protection sleeve into the anterior proximal locking hole. There was no adverse consequence to the patient, and no delay to the surgery, this report is for one (1) unk - guides/sleeves/aiming: sleeve. This is report 2 of 2 for (B)(4).